Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: abscess

Event description:
Patient reported "fever, pain, liquid/breast tissue described as an abscess, exchange from textured to textured to smooth and fluid surrounding implant". Patient later reported "mass of breast and lymphadenopathy". Patient was underage at the time of implant. This record is for the left side. Device remains implanted and it is unknown if the device will be returned.